Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year post implant of this bioprosthetic valve implanted in a 12 year pediatric patient in the pulmonary position, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve for unknown reasons. No additional adverse patient effects were reported.